Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was upgraded from a dual chamber pacemaker to crtd device. During the post-operative check the device got disconnected from the wand telemetry while performing high voltage lead impedance test. No high voltage impedance values were obtained with missing egms. The other tests were done successfully without any issue and the wand signal was good. The device was re-interrogated multiple times, but the device got disconnected while performing high voltage lead impedance test even after using rf antenna. It was then discovered that the same problem occurred while testing the capacitor. Later during the clinic visit, the wound was checked but the device was not interrogated. The remote transmissions showed normal high voltage lead impedance values. The patient was stable and will be continued to be monitored until next clinic visit in (B)(6).